Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported by the customer that a patient was on cardiohelp-I and impella. Perfusion went to reconnect the waterlines to the hls set and the customer think they decoupled the disposable from the drive. The cardiohelp-I displayed the error message "pump disposable error: stop". The perfusionist was unable to restart flow on the pump. Patient began to code. They switched out both (the cardiohelp-I and the disposable) and went back on support. The patient expired the next day. The hospital tested both (the original cardiohelp-I and the hls set) the next day and had no problem establishing flow. Unfortunately, the customer did not save the disposable so it will not be returned. The involved hls set will be handled in complaint ot (B)(4). Complaint ID# (B)(4).

Manufacturer narrative:
It was reported by the customer that a patient was on cardiohelp-I and impella. Perfusion went to reconnect the waterlines to the hls set and the customer think they decoupled the disposable from the drive. The cardiohelp-I displayed the error message "pump disposable error: stop". The perfusionist was unable to restart flow on the pump. Patient began to code. They switched out both (the cardiohelp-I and the hls-set) and went back on support. The patient expired the next day. The hospital tested both (the original cardiohelp-I and the hls set) the next day and had no problem establishing flow. Unfortunately, the customer did not save the disposable so it will not be returned. A getinge service technician (fst) was sent for investigation on 2022-10-17. The fst checked out the cardiohelp, no issue could be verified and no part was replaced. The technician stated that a decoupling of the device caused the error message. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. (Refer to summary report (B)(4)). According to the logfile analysis the error message "pump disposable error - stop" was logged once and the pump of the cardiohelp device was not stopped before or the flow was not decreased. No malfunction of the device or other error message occurred. In the instruction for use (IFU) of the cardiohelp device it is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device, otherwise a "pump disposable error - stop" message occurs and the pump will stop. Moreover, the reported failure and the application method described by the customer was evaluated by getinge medical affairs on 2022-10-31 with the following outcome: "based on the available correspondence and the customer product complaint single reports (#674808/674811) it appears the disposable de-coupled from the cardiohelp drive interface during the therapy. The system behavior described is consistent with the high priority alarm and the message reported by the clinician at the time of the event. A review of the log files would corroborate the error message reported. The disposable was not retained for further analyses. The hospital performed a functional assessment of the cardiohelp and the disposable the following day. No decrease in performance and/or malfunction was identified. There were no reported functional deficiencies during set-up, priming, and application until the reported event. Based on the proposed root cause, the event may be associated with multiple use errors. During set-up and application, the disposable may not have been properly secured in the hardware drive interface. The drive may have also been displaced from the drive interface during transport or during manipulation of the water lines as described in the complaint. A design mitigation includes a cardiohelp emergency drive to resume flow in the event of a pump stop for all causes. The immediate use of the drive was not reported and the review could not determine whether it was deployed. No clinical records were included in the complaint or in subsequent correspondence. That said, the interruption in therapy (pump flow) may have led to hemodynamic compromise (¿code¿), and additionally may have contributed to the unfortunate death of the patient the following day." The review of the non-conformities has been performed on 2022-08-11 for the period of 2018-03-27 to 2022-08-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-03-27. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 g-660 v04 us chapter4.3.1 safety instructions for the oxygenator: ensure that the device is fitted onto the drive correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. Furthermore, in the instruction for use of the cardiohelp device (chapter 5.2.1 attaching the disposable for the hls retrainer) it is stated that the disposable is securely attached during operation. Based on the information available at this time the cause of the reported failure "pump stop caused by the error message "pump disposable error- stop" could be confirmed but was not be attributed to a device related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the involved hls set will be investigated in complaint# (B)(4) (mfg report number 8010762-2022-00319).

Event description:
Complaint ID# (B)(4).